Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a hydrogel placement for prostate cancer radiotherapy procedure performed on (B)(6) 2020. According to the complainant, a magnetic resonance imaging (MRI) procedure was performed on (B)(6) 2020, and revealed the spaceoar gel to be present in the anterior rectal wall. There were no patient complications reported as a result of this event. Reportedly, the patient's first external radiation therapy was performed on (B)(6) 2020. The treatment plan will continue to be monitored. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.